Manufacturer narrative:
Tracking #.56198/a. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that a er320 was used during an unk procedure. It was reported by the affiliate that the staple fell out. There was no consequence to the pt.